Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused a no disposable alarm on the pump and the cassette would not attach correctly to the pump. No adverse effects were reported.